Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the patient was not feeling any stimulation and it looked like the lead migrated. It moved away from the nerve. The patient believed the battery was dead and someone told him what to do in order to change the battery. Now the battery was okay but the patient was still not feeling any stimulation. The green light was going on and off. It was flashing. The blue dial was on 11 or 12. On the call the patient moved the dial up to 14 hertz and the white one was still on 10. The patient was not feeling stimulation. Someone told the patient that it was most likely with the lead migrating away. The patient mentioned that when he did feel something, it was way up high where his buttocks was almost to the tailbone. The patient was scheduled to see a doctor in 2 days, (B)(6) 2015. They were going to remove the wires at the doctor's office. The patient's log noted that he voided 3 times between 11:00 a.m. Yesterday, (B)(6) 2015 until 11:00 a.m. Today, but the patient did not think that was right and thought it was probably five times. In every one of them there was no leakage and urgency was one. But the patient no ted that he was at home and got a bathroom very close to him whenever he needed to pee. The patient thought this was a "false test" because it was not realistic. If it happened in a store or when he was driving the urgency would get worse and worse. The patient would pull off to the side of the road, get down underneath to check the pressure of the tires, but instead of checking the pressure he would pee. The patient was advised to try holding it a little bit to see if it was enough time to go to a bathroom while he was in public. The patient noted that he did not have any results yet and would discuss options with the doctor at the appointment.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.